Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump was no longer functioning. No additional information was available. The pump was not available for troubleshooting. This report is being made based on the allegation that the pump would not function.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.